Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow up was not able to obtain additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and the outer insulation had breached environmental stress cracking (esc). It was also noted that the outer insulation had cosmetic esc and a cosmetic depression. Only visual analysis was performed.